Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that prior to 2 weeks ago, patient had access to different programs when they accessed their mytherapy app but, 2 weeks ago they noticed they can increase and decrease stim, turn stim on and off but the program number is not there anymore. Caller said this is the patient's original handset, it has not been replaced due to any issues. Caller said, the patient last went to their interstim healthcare professional (hcp) about a week and a half ago, but, they had not brought their handset with them, they had left it at home. Troubleshooting included: caller restarted the handset and powered down and back up the communicator, connected to the ins and reported seeing on/off, the up down arrows and amplitude numbers. Caller said they had increased stim and patient reported feeling stronger stim then caller decreased stim back down. Consulted with tech support who reviewed; it is a likely possibility the issue occurred because the hcp used their own equipment to connect to the ins causing the issue. While consulting with tech the caller disconnected. They called caller back but no answer so they left message to call pats back or to contact the managing hcp to report and resolve the issue. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's son, randall hughes called back and reiterated that the patient's programmer no longer had the 7 programs, just the one program and that it coincided with the patient's health care provider (hcp) appointment. The caller stated since then, the patient's only program hadn't really been helping the patient's symptoms. The caller stated the patient's health care provider (hcp) no longer wanted anything to do with medtronic so they wouldn't touch the patient's implant, though they were still the patient's urologist, so the caller did not know what to do. Patient services reviewed that if the caller wanted additional programs on the patient's programmer, the programs would need to be added back at a physician's office and offered to send the caller physician listings. The caller agreed to the offer and gave their information so the listings could be sent. The caller also asked if the name of a medtronic representative (rep) could be provided in the email and patient services reviewed the role of the rep with the caller, suggesting the hcp could always page a rep to be at the appointment. Patient services also reviewed the information that was suggested by tech support during the previous call as a potential cause for the programs missing. The caller stated that they hadn't been at that appointment and that the patient was "halfway or more than halfway" with dementia so the patient didn't really know what went on at the appointment. The caller stated the patient hadn't brought their programmer to that appointment so if someone at the hcp had connected to the patient's settings with their own equipment, the patient wouldn't have realized it. The caller stated that is a likely explanation of what happened and that they thought it might have been a medtronic representative (rep) who had been at that appointment who connected to the patient's ins using their own personal equipment because the caller stated they recalled now that they thought a rep was going to be at that appointment. The caller could not remember the rep's name because they stated appointment had been a year ago and they no longer had the paperwork for it. Patient services sent the caller physician listings and the caller stated that they would reach out to a hcp for assistance in adding additional programs for the patient.